Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Patient reported right side rupture, capsular contracture baker grade iii, and "pain in localized areas". Patient additionally reported "health problems, such as skin reactions", which is not device-related. Device remains implanted.